Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femoral cuts off /deep on lateral side. Complaint file location in shared file:atchison_rob487_21318. Tka procedure.

Event description:
Femoral cuts off /deep on lateral side. Complaint file location in shared file: (B)(4). Tka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate cuts values involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 487 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, and pr 1549560). Conclusion: session data from the case was reviewed. The data at this time, shows that the mako robotic-arm operated as expected. No system defect or malfunction is suspected.